Manufacturer narrative:
The index procedure was an elective case. The target lesion was a the proximal circumflex. The lesion was de novo, eccentric, tubular, and bifurcated lesion. The vessel was not calcified or flexion lesion. The diameter of the vessel was 3.4 mm and the lesion length was 23 mm. Pre-procedure stenosis was 74.2%. Lesion classification was type b2. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a 3.5x20mm balloon at 15atms. Inflation time was unknown. A 3.5x23mm cypher sirolimus-eluting coronary stent was deployed at 15atms for 16-30 seconds at the target lesion. Post-dilation was not conducted. Timi flow pre and post procedure was iii. The residual % of stenosis was 19.3%. Ivus was not conducted. There was no problem regarding this implant and the products. Please note: device (lot# i0405096) is distributed outside the united states. However, it is similar to the united states product.

Event description:
This complaint is from a clinical study: approximately six months post index procedure the patient was hospitalized at a different hospital due to cardiac depression. The patient was discharged from the hospital but deceased due to heart failure. Postmortem was not performed. Physician's comment: follow up cag was not conducted, but it is highly likely that the reason for death was the cardiac depression at the end of 2005. Therefore it is not related to cypher. There will be no further information available for this event.